Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the leakage occur during chemo medication infusion. Leakage occur at the needle free connector without connection any device. Patient status/ intervention: change new kit. It was reported this occurred with two devices. This report addresses the second device.

Event description:
It was reported that the leakage occur during chemo medication infusion. Leakage occur at the needle free connector without connection any device. Patient status/ intervention: change new kit. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asgqf033 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in taiwan.